Event description:
On (B)(6) 2009, the pt's mother reported that "insulin is running out faster than it should" and there is condensation in the cartridge compartment of the infusion device. She stated tonight when the insulin cartridge was removed from the infusion device there was a bad odor. She stated this has been ongoing for one month, but does not occur with every cartridge change. She stated that she has not noticed insulin leaking from the infusion set, adapter, or insulin cartridge. She stated that she does not always attach the infusion tubing and adapter to the insulin cartridge prior to use and she does not properly adjust the piston rod prior to insertion. She was educated on the proper procedure. No physiological effects were reported. The pt switched to her backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.